Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the indication of surgical procedure? What is the surgeon's experience with enseal device? Can a full timeline of events be provided? What was the approximate time between the procedure and patient's death? Was any autopsy performed or cause of death determined? Is the surgeon interested in speaking with ethicon engineering and medical? Additional information was requested and the following was obtained: the rep did follow up with the doctor, who is a trauma surgeon. An autopsy report was not available at that time. They still did not know the cause of death. The rep was able to confirm with the doctor that the field was dry and there was no blood present when closing the patient. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post-op of an open splenectomy procedure that the patient passed due to unknown causes. Enseal was used during the procedure with no known complications. Before closing the incision the surgeon confirmed the field was dry and there was no active bleeding at the site and the incision was closed.

Manufacturer narrative:
(B)(4). Date sent: 1/11/2023. Additional information was requested and the following was obtained: what was the indication of surgical procedure? What is the surgeon's experience with enseal device? Can a full timeline of events be provided? What was the approximate time between the procedure and patient's death? Was any autopsy performed or cause of death determined? Is the surgeon interested in speaking with ethicon engineering and medical? --I have checked back a few times and have not received a response for further details.